Event description:
The customer reported to olympus the camera head displayed no image. Additional details regarding the event were not provided. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus and the repair center confirmed the customer's complaint. No image was displayed when connected due to a faulty circuit board caused by water immersion. Additional defects found include: air / water leakage, noisy image, scope lock does not move smoothly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the water immersion could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.